Event description:
It was reported that a user contacted support for firmware update assistance while experiencing hyperglycemia, with a blood glucose of 309 mg/dl after eating breakfast and while wearing an infusion set last changed approximately four days prior; the user preferred to keep the infusion set in place until the cartridge was depleted and was using an ilet system with a dexcom g7. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to extended infusion set wear and procedure, and involved the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.